Event description:
It was reported that competitive atrial pacing (cap), inappropriate automatic mode switch (ams), and functional under-sensing was noted on the pacemaker (pm). This resulted in the induction of non-sustained atrial tachycardia and fibrillation. Programming changes were performed to resolve the issue. There were no patient consequences.